Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 1999. Within a few days the ear became swollen. Consumer sought medical treatment in 1999 and was prescribed antibiotics. In 1999 consumer has an incision and drainage of the site and had debridement of the ear cartilage and was placed on six weeks IV antibiotics.